Event description:
It was reported that an intraocular lens (iol) was implanted in the right eye, but removed during same procedure due to patient had a capsule tear. The incision was enlarged and sutures used. Patient left aphakic and has replacement lens surgery scheduled on (B)(6) 2022 with a non-johnson & johnson lens. The patient is doing fine. No further information is available.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(4). The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 14-feb-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half with haptic damage, which is consistent with a lens that was handled during removal. No issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens, the complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.